Event description:
It was reported that the mx550 shows a speaker malfunction inop message and no sound was coming from the monitor. The device was in use on a patient. There was no report of patient or user harm.